Event description:
The device was causing hemolysis as evidenced by extremely high ldh values of 2188 and 2300. And also high hemoglobin plasma levels of 77.6 to 85.1. The initial intervention was bivalirudin and then a lvad hmii exchange.